Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Additional information was received on (B)(4) 2013 including the item and lot numbers of the product. All information regarding the item including item name, manufacture date and expiration date, and 510k # have been provided in the is follow-up report.

Event description:
It was reported by patient's legal representative that patient underwent primary hip surgery on (B)(6), 2008. Legal counsel for patient reports patient allegations of fatique, leg pain, and feelings of disorientation. Legal counsel further reported an ultrasound allegedly indicated tissue damage. No revision surgery was reported. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.